Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle and holder separate / spin out before use. This event occurred 5 times. The following information was provided by the initial reporter: the "customer connects the eclipse with the holder beforehand in preparation for blood collection; however, the connection gets loose over a few hours for some products."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle and holder separate / spin out before use. This event occurred 5 times. The following information was provided by the initial reporter: the "customer connects the eclipse with the holder beforehand in preparation for blood collection; however, the connection gets loose over a few hours for some products."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2020. H.6. Investigation: bd received 7 actual samples along with 7 single use holders and 11 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for loose connection with the incident lot was not observed. Additionally, all customer samples along with 30 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to loose connection was observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.